Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7-3.5 inr): qc 1: 3.0 inr qc 2: 3.1 inr qc 3: 3.1 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek pro ii meter serial number (B)(4). On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 4.1 inr (12 % quick). At the same time, a venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 5.36 inr (9 % quick). On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 86 % quick (1.1 inr). At the same time, a venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 67 % quick (1.19 inr). On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 85 % quick (1.1 inr). At the same time, a venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 61 % quick (1.26 inr). On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 61 % quick (1.2 inr). At the same time, a venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 50 % quick (1.42 inr).